Event description:
It was reported by the customer that on 03 january 2024 at 2008, a 20meq potassium chloride (kcl) infusion was programmed with interoperability and had infused in 15 minutes although it was intended to infuse in one hour. Verbatim: rcc received a complaint via email. Email(s) attached. It was reported that on 03 january 2024 at 2008, a 20meq potassium chloride (kcl) infusion was programmed with interoperability and had infused in 15 minutes although it was intended to infuse in one hour. The routine kcl was hung as a piggyback with an intended rate of 50mlhr. The nurse called the pharmacy and they changed the large volume pump module (lvp), the pc unit, and the secondary tubing. However it was mentioned that the event happened again. The nurse then changed the lvp and pc unit again and clamped the secondary tubing half way to slow down the infusion. The first event happened during the night shift. It was then reported that the patients potassium was high after the event at 6.8. The day shift nurse mentioned that the potassium was still infusing fast, and that they had continued to clamp the secondary halfway to slow the infusion down. They did not change the tubing. The potassium came back high, and they initially thought that it was not correct which lead to the labs being redrawn and it was found that the potassium came back as 6.3. The providers were notified and 80mg of lasix was given to correct it.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.